Event description:
Medtronic received a report of a Pipeline Vantage that encountered resistance, catheter kickback, and premature deployment within a Phenom microcatheter. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the right posterior cerebral artery (PCA) to basilar segment with a vessel diameter or 2.8mm. The aneurysm measurement was reported as having a max diameter of 5.8mm, a 5mm neck diameter, a landing zone (artery size) of 2.3 distal and 2.8mm proximal. It was noted the patient's vessel tortuosity was severe. DAPT (Dual antiplatelet treatment) was administered with platelet reactivity units (PRU) of 180. The angiographic result post procedure showed that DSA was normal. No images are available for review. It was reported that a Phenom 21 and a non-Medtronic wire (Synchro) were first taken to gain access in right PCA and then the wire was removed. The Vantage was then being pushed through Phenom and deployment to start from mid P1. But while pushing Vantage access was lost from P1 and the whole system came down to basilar. To resecure the access, Phenom and Vantage were attempted to be pushed together but the system didn't budge. After multiple attempts we could not gain access again in P1. Doctor decided to resheath the device and regain access with wire. While resheathing the device inside the introducer sleeves, the device opened in the Phenom21 proximal to hub region. Now the Phenom was also removed and then the case was done with silk vista baby. Phenom and Vantage both had to be discarded because patient was HIV+. It was noted that there was catheter kick back. There was severe friction/difficulty during de livery/positioning. The Pipeline did not jump during deployment. Only one Pipeline was used in the procedure. The tip of the catheter was not under stress. The tip of the catheter did not move during deployment. It was noted that catheter occlusion occurred with t he Pipeline. It was indicated that all devices were prepared as per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The Pipeline was not used for an indication that is not approved (off-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.